Event description:
This was reported as a closure using a proglide device. Reportedly, the footplate broke off. The method of hemostasis was not provided. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Subsequent to the initially filed report, the following additional information was received: this was reported as an arteriotomy closure of the right common femoral artery using a proglide device using an 8f sheath after an interventional procedure. Reportedly, there were no issues deploying the device and no resistance was noted while removing the device; however, after removal, a foot separation was noted as a portion of the foot was missing. The location of the separated foot is unknown as it was not found with the subsequent ultrasound or CT scan. It was confirmed that the device was simply withdrawn and no vessel damage occurred. Manual compression was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
An analysis was performed on the returned device. The foot break was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned device analysis, a definitive cause for the reported issue could not be determined. It is possible the foot broke due to manipulation of the device with the foot open, calcification, and/or interaction with tissue (there was biological material in the foot of the returned device). Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Corrections: d9 device available for evaluation updated from "ni" to "yes". E. Initial reporter: updated (B)(6). H6- health effect clinical code 4582 removed and 2687 added.

Event description:
This was reported as a closure using a proglide device. Reportedly, the footplate broke off. The method of hemostasis was not provided. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.